Event description:
It was reported that during a lab cholecystectomy procedure, the second clip "jumped" out of the jaw of the instrument. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).